Event description:
It was reported that the patient underwent a revision surgery involving a inflatable penile prosthesis (ipp) due to the reservoir migrating to the scrotum. During the procedure the existing reservoir was removed and replaced with a new one on a new location. The procedure was said to have gone well.